Event description:
It was reported that prior to implant and while still in the box, the device was interrogated and showed that it was at eos (end of service) and vf detection was programmed on. The device also contained episodes of noise and multiple shocks provided. (B) (4): device never used on patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.